Event description:
It was reported that the intellanav mifi open-irrigated ablation catheter's tubing set had bubbles which entered device during the pulmonary vein isolation procedure. No visible air was seen within the body or in the tubing past the pump. The physician attempted to aspirate bubble from catheter, the device was then removed from the body, and they put medical tape on the lumen irrigation connector. However, issue persisted so the device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Product analysis shows that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint.

Event description:
It was reported that the intellanav mifi open-irrigated ablation catheter's tubing set had bubbles which entered device during the pulmonary vein isolation procedure. No visible air was seen within the body or in the tubing past the pump. The physician attempted to aspirate bubble from catheter, the device was then removed from the body, and they put medical tape on the lumen irrigation connector. However, issue persisted so the device was replaced with a new one from the same model. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.